Event description:
Customer reported a previous low blood glucose event, with the lowest level in the 40s mg/dl, but the cause of this low level was unknown. To address the low blood glucose, the customer consumed carbohydrates. Technical support advised the customer to consult a healthcare professional for further discussion on factors affecting their blood glucose levels, which the customer understood and acknowledged.